Manufacturer narrative:
Two complaint samples were returned for product eval. Visual inspection observed the stop tabs on both stopcocks bent and broken. The physical characteristics of the broken tabs are consistent with excessive force applied to the stopcock handles during product use. No evidence was found to suggest the reported event was caused by an intrinsic product fault.

Event description:
User facility reported that the white turn cap of the listed device popped off. There were no adverse effects to pt reported.